Manufacturer narrative:
The patient¿s age at the time of the event was in his 60¿s. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in same month as the onset, the patient was hospitalized for the event. In the same month, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration not reported) for the event of peritonitis. The inflammation was subsided and in the same month, the patient recovered from the peritonitis. Extraneal and reguneal therapies were ongoing. No additional information is available.